Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they were right back to the terrible pain and the issue began on saturday. Patient mentioned last thursday their implant battery was set up and they were sent home. Patient noted when they got home the implant was at 100% and they had tingling. Patient stated they tried for 1.5 hours and could only get to 30% then when they tried again in the evening, they got the implant up to 80% which took 2 hours and 45 mins but got no tingling. Patient mentioned that's when they noticed their old pain was back on saturday then sunday, they noticed the old pain back with no tingling. Agent had patient to connect to their wireless recharger to start a charge session; patient mentioned their implant was 98% and wireless recharger was 100%. Agent walked patient through resetting the communicator and patient confirmed they were able to connect to their therapy screen. Agent walked patient through adjusting therapy in group d and patient mentioned they were able to increase stimulation but does not feel stimulation. Agent walked patient through adjusting stimulation in group c and patient was unable to feel stimulation. Patient mentioned they had a note if no pain relief to switch to group c. Agent reviewed device function. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) letter received reporting the issue is not resolved. Pt appears to recount their experience from their trial through their implant surgery "[manufacturer] had me take surgery to tape a battery to my back with wires going up to my spine. It was successful-within a week I had lost 20% of my pain! I was excited for the permanent surgery with the battery put inside me. Unfortunately I did not get the successful result. The [manufacturer representatives (reps)] have tried to change + adjust the battery's activity with reducing or eliminating the pain + tingling. They [reps] have not been successful. Months and months of trying different methods have not worked. A long time."